Event description:
65 year old female was placed on the ventilator. During its use, while the patient was being repositioned, the ventilator was reported to have blanked out for a moment. It immediately came back on. Approximately one minute later, the ventilator again blanked out. The ventilator alarmed. The conncha light remained on. The patient was immediately removed from the ventilator and bagged. During this time, the patient experienced bradycardia and cyanosis was noted. The patient needed many pressors and cardiac meds. At approximately 6 a.m. The next morning, a pacer was placed in the patient. We attempted to duplicate the circumstances and was unable to determine the cuse as related to the ventilatordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.